Event description:
Customer states he has used rochester medical antibacterial intermittent catheter (item # 63914) for 5 yrs. In the last year, he states he has had some catheters with a sharp edge on them. He states that he has been seen in the ER and by his urologist 2 times with internal injuries.